Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 30 mg/dl. It was reported that the customer was vomiting continuously prior to being admitted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.